Event description:
It was reported a perforation occurred. On (B)(6) 2005, patient was implanted with a greenfield vena cava filter (gvcf). The patient presented with chronic and rather severe right upper quadrant and back pain. Approximately, (B)(6) 2017, patient underwent a computed tomography (CT) scan, which revealed multiple struts of the gvcf had perforated through the inferior vena cava (ivc) wall. Approximately, (B)(6) 2017, patient had an open laparotomy retrieval surgery performed, where it was found that 2 struts of the filter had perforated the vena cava, with 1 of the struts becoming embedded in the paraspinous tissue and another strut embedded within the wall of the duodenum. On or about (B)(6) 2018 patient underwent a laparoscopy and hernia repair surgery to repair an incisional hernia, which was injured during the filter procedure.